Event description:
Customer reported receiving a reading of 81 mg/dl, which was lower than they felt. There was no report of death, serious injury of mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Retain samples from test strip lot 0822524 have been tested, and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation, observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel, causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action 2954323-06/10/09-003-c was reported (B) (4) on 10 jun 2009.